Manufacturer narrative:
Pump passed sleep current measurement, active current measurement, self test and displacement test. The power management tool confirmed the unloaded voltage and loaded voltage was within specification range. No unexpected power error 25 alarm noted during testing or in the pump trace download.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that customer¿s pump alarmed for backup battery fails. Customer¿s blood glucose was 165.6mg/dl at time of incident. Customer advised to drain the internal battery also error may recur based on the pump¿s software version and as a result a replacement pump will be sent out. Insulin pump not to be return for analysis.